Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the anti-reflux valve in the leg bag was not working. The user put the catheter bag on abdomen and the urine went back up the tubing.

Manufacturer narrative:
The reported event was inconclusive since sample condition was poor. It is unknown whether the device had met relevant specifications. The product was used for patient treatment. It was unknown whether the product had caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used drainage bag. Visual inspection of the sample noted no obvious visible issues with the anti-reflux chamber based off the observation of the return sample. The reported event is inconclusive since the failure is no flow/urine reflux and functional testing cannot be performed on a photo. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The investigation is concluded, and no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the anti-reflux valve in the leg bag was not working. The user put the catheter bag on abdomen and the urine went back up the tubing.